Event description:
During rasping in the surgery for bipolar, a diaphyseal fracture occurred. The decision was made to wind the cable, and a distributor-purchased dall-miles instrument was used. After winding the cable and attempting to tension it with a single side tensioner, the tension was not applied when the handle was turned. Other methods were considered, but ultimately the surgeon chose to apply tension manually. After the surgery, the sales rep checked with the distributor when the instrument was repaired and checked and found that it had been repaired three years ago, and the last time it was checked for operation was one year ago. Additional information: after wiring, a number 6 of accolade 132° was inserted and several head trials were performed, but the stem settled. The surgeon decided to replace it with no. 7 and inserted it, but there was concern about fixation, so he applied cement and inserted the stem, understanding that this was contraindicated. The patient's condition subsequently deteriorated and cardiopulmonary arrest occurred during closure of the wound, and cardiac massage was performed.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding user error involving simplex cement mix was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported "after wiring, a number 6 of accolade 132° was inserted and several head trials were performed, but the stem settled. The surgeon decided to replace it with no. 7 and inserted it, but there was concern about fixation, so he applied cement and inserted the stem, understanding that this was contraindicated. The patient's condition subsequently deteriorated and cardiopulmonary arrest occurred during closure of the wound, and cardiac massage was performed." Per the surgical protocol accii-sp-1, accolade ii femoral stems are intended for cementless use only and are intended for total and hemiarthroplasty procedures. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During rasping in the surgery for bipolar, a diaphyseal fracture occurred. The decision was made to wind the cable, and a distributor-purchased dall-miles instrument was used. After winding the cable and attempting to tension it with a single side tensioner, the tension was not applied when the handle was turned. Other methods were considered, but ultimately the surgeon chose to apply tension manually. After the surgery, the sales rep checked with the distributor when the instrument was repaired and checked, and found that it had been repaired three years ago, and the last time it was checked for operation was one year ago. Additional information: after wiring, a number 6 of accolade 132° was inserted and several head trials were performed, but the stem settled. The surgeon decided to replace it with no. 7 and inserted it, but there was concern about fixation, so he applied cement and inserted the stem, understanding that this was contraindicated. The patient's condition subsequently deteriorated and cardiopulmonary arrest occurred during closure of the wound, and cardiac massage was performed.